Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the end user needs another seat for the commode, that it is cracked again. Dealer is going to go out and see if the seat can be raised for the end user, so she doesn't fall into the commode as much. Dealer stated that the end user was pinched, but did not seek any medical attention. No other information provided.